Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the pt reported that every time they touch the ins (through the skin) they feel an "electrical shock". The patient was directed to their healthcare professional (hcp) to address the issue.